Event description:
The reporter stated that the surgeon implanted a aa4203tl toric silicone lens. The lens tore upon insertion into the eye. The incision was enlarged to remove the lens and required a suture to close the wound. It was unknown what caused the lens to tear. The injector model that was used was a msi-tr and the cartridge model that was used was a mtc60c fp. The reporter was unable to provide the injector and cartridge lot numbers.